Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 577 mg/dl. The customer has contacted the md and they have made adjustments but he is a brittle diabetic and it never makes any sense on how he is running. The customer stated he treated his high blood glucose level either with a syringe or with the pump depending on his situation. The customer stated that there has been no medical attention required for the high blood glucose readings. The customer declined to troubleshoot the insulin pump for the high blood glucose level. The customer was advised on best insertion practices with sensors. The sensors will be replaced. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.